Event description:
After review of medical records the patient was revised to metal fracture, wear, synovitis, large periarticular cyst, adverse local tissue reaction, pseudotumor and large osteolytic lesion due to metallosis resulting to pain. Operative note reported metallosis with dark stained soft tissue and extremely extensive, large pseudotumors, there were large fingers of metallosis in the hip. Found to have failure of the trunnion. Head, and stem were worn. A few cracks in the proximal femur. Acetabulum had osteolysis, metal cup had fibrinous debris and membrane.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Added: b5, b7, d1, d2, d4 (catalog#, lot#, UDI and expiration date), g5, h4 and h6 (patient and device codes).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total hip with worn trunnions and metallosis. Doi: (B)(6) 2009; dor: (B)(6) 2019; left hip.